Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction. Monitor sn (B)(4) was returned to zoll manufacturing corporation and evaluation is currently underway. A review of the downloaded software flag files on the day of the event was performed. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment and patient death.

Event description:
A us distributor contacted zoll to report that the patient passed away on (B)(6) 2017 while wearing the lifevest. Device download data revealed that the patient was treated 15 times during the event. The patient was discovered pulseless and apneic at home. The patient's family discovered the patient and called ems, who initiated on resuscitation efforts. The lifevest delivered 15 treatments between 04:44:17 and 06:12:17. The lifevest delivered the first two treatments at 04:44:17 and 04:44:39 during rapid sinus tachycardia. The rapid sinus tachycardia above the prescribed rate threshold contributed to false detections. The patient remained in sinus tachycardia following the treatments. A third treatment was delivered at 04:45:10. Motion artifact contributed to the false detection. At 05:13:11 the patient degraded to bradycardia and further degraded to asystole at 05:26:52. Twelve additional treatments were delivered while the patient was in asystole, and the patient remained in asystole following the treatments. Oversensing of low-amplitude cardiac input signal and CPR artifact from ems contributed to the treatments during asystole. The lifevest was deactivated by ems at 06:34:55 and the patient subsequently passed away.